Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a temporal bone fracture and has since then had no hearing perception. Re-implantation is being considered and was scheduled for (B)(6) 2025, however due to a heart condition had to be postponed. No new date has been set yet.

Event description:
The user suffered from a temporal bone fracture and has since then had no hearing perception. The user has been reimplanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for the reported severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a temporal bone fracture and has since then had no hearing perception. Re-implantation is being considered, but no decision has been made yet.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator electronics, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user suffered from a temporal bone fracture and has since then had no hearing perception. The user has been reimplanted.